Event description:
Upon receipt of the device, the user reported that during MFR testing the calculated venous and arterial blood parameter monitor (bpm) readings were too high. This was a out of box failure for the single board computer (sbc) / printed circuit board assembly (pcba). There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech. With the suspect printed circuit board assembly (pcba) replaced and the preventative maintenance complete, the monitor met MFR specs. No add'l action will be taken at this time.